Manufacturer narrative:
Age estimated based on birth year. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation as listed in the instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on available information, the cause of the reported perforation could not be determined. The reported medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the atrial-septal shunt. It was reported that on (B)(6) 2022, the patient presented with mixed mitral regurgitation (mr) grade 3-4, and concomitant severe tricuspid regurgitation (tr). The steerable guide catheter was placed and a mitraclip was implanted, without a device malfunction. The mr was reduced to grade 1-2 and the procedure was deemed successful. Due to the severe tr, after the transeptal access through the septum, a right to left shunt was observed. The shunt was successfully closed using an atrial septal defect umbrella closure device. There was no adverse patient sequela and there was no clinically significant delay reported. No additional information was provided regarding this issue.